Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with a central processing representative and obtained the following additional information: the thermal damage on the plastic part of the instrument was found prior to reprocessing. The instrument was inspected prior to use and no damage or anything out of the ordinary was found. It was unknown if the instrument was inspected after the procedure was completed. There was no injury to the patient. No photographic images of the device(s) or a video recording of the procedure was available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have thermal damage to the bipolar yaw pulley near one of the grip bases. There were no pieces missing. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed electrical continuity. The root cause of this failure is typically attributed to the user mishandling and misuse. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have thermal damage of the resin part. There was no report of patient involvement.